Event description:
It was reported that the ilet user observed infusion site leakage and, upon site change, found a kinked teflon cannula (inset, 23", 6 mm), and experienced hyperglycemia. Kinked cannula and hyperglycemia is documented under (B)(4). The user then administered an external insulin injection without disconnecting from the ilet experienced low bg. Symptoms included hypoglycemia with a nadir of 39 mg/dl. Outcomes included a low glucose event that required treatment with oral glucose and returned to range, with no hospitalization. Investigation included troubleshooting and education on proper management of external insulin administration while on pump therapy, including the instruction to disconnect from the pump for a minimum of 90 minutes when injecting externally. Investigation of this case revealed an infusion set failure due to a kinked cannula and user error from injecting external insulin while remaining connected to the pump, which likely contributed to the hypoglycemia after the leak-related hyperglycemia. It was concluded, based on previously established findings for similar reports, that the cause was a combination of infusion set malfunction and use error.